Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose. The customer¿s blood glucose value was 416 mg/dl. The customer¿s low blood glucose mentioned was 80 mg/dl. The customer did not provide information about symptoms. Customer has not treated for high blood glucose. The customer treated low blood glucose with eating yogurt and candy. Customer stated that she had dropped the pump and the set pulled out. Customer reports the drive support cap appears normal. The insulin pump passed self-test and displacement test. Customer reported they know the cause of the product not adhering. The customer declined troubleshooting for both high blood glucose value and low blood glucose. The insulin pump will not be returned for analysis.